Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported stimulation was lost following traction therapy from a chiropractor. Following reprogramming coverage was regained in the right lower extremity, but was unsuccessful with the left lower extremity. Follow-up determined the patient was referred to a pain physician for x-rays.